Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) followed up with the customer and confirmed that they had resolved the issue on their end. The system functioned as intended after the customer resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2, pockets e1 and e4 failed. The user attempted to recover storage space and rebooted but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.